Event description:
It was reported through a literature article that an angio-seal was deployed in the common femoral artery post diagnostic procedure. The artery was reported to be greater than 5 mm in size. The patient was on bed rest for 30-90 minutes post procedure. The patient developed a vessel occlusion with ischemic rest pain 24 hours after the angio-seal anchor was seen lifting up intimal plaque inside the vessel. The puncture was not subintimal and the collagen was found to extraluminal. An endarterectomy with patch was performed, which resulted in complete resolution of the limb ischemia. The incident happened sometime between 2002 and 2003. The physician who deployed the angio-seal is unknown. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising of discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.